Event description:
It was reported that a flogard infusion pump had a damaged battery. This was identified during service of the device and was not reported by the customer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced at the customer site by a field service technician. Functional testing determined that the main battery did not retain its charge. The cause was not determined. To address this issue the main battery was replaced. Should additional relevant information become available a supplemental report will be submitted.